Manufacturer narrative:
Other device used: catalog #unk, unknown zimmer stem, lot #unk. Evaluation of the returned implant found presence of corrosion. The poly liner and femoral head were returned for review. The liner was discolored. Wear and tear on the articulating surface was noted. Damage/witness marks were noted at the locking groove. The bottom surface of the femoral head exhibited damage that most likely occurred during the extraction of the device. The head taper surface indicated texturing and damage consistent with corrosion. The outer sphere of the head was in good condition. Device history records for the lot codes associated with the liner and head were reviewed. No deviations or anomalies were noted in the manufacturing process. The part and lot code associated with the stem was not provided; device history record and complaint history could not be reviewed. The stem was not returned for further evaluation as this remains implanted. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Based on the information provided a likely cause for the reported condition is potential corrosion of the head to neck junction; a definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient's hip was revised due to increased ion levels. During surgery, a pseudotumor and massive muscle destruction was noted. Debridement of necrotic tissue was performed along w/a femoral head and acetabular liner exchange.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient underwent a left total hip arthroplasty due to advances osteo arthritis. Zimmer biomet products were implanted without complications. The patient underwent a revision procedure due to failed left hip arthroplasty. Pre-revision blood work showed that the patient had elevated metal ions. Post revision blood work showed that the metal ion levels were reducing. During the procedure, altr was found in the joint space. A large pseudotumor with a large amount of fluid containing floating particulate debris was debrided. The posterior capsule was completely gone and there was substantial necrotic muscle and capsular tissue. Gross corrosion was observed on the trunnion, and the head's taper. The back eighth of the shell was uncovered due to osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Trilogy acetabular shell (00-6200-058-22, 60960151); m/l taper stem (65-7711-009-20, 60348605) trilogy acetabular liner (00-6305-058-40, 6;0844794). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, associated reports: 0002648920 - 2020 - 00171, 0001822565 - 2020 - 00912.

Event description:
It was reported that the patient is an active male who had a total hip replacement. Over the years, he has had increased ion levels. He was scheduled for a hip revision seven years later. Medical records indicated: palpated over the greater trochanter and felt large fluid collection. 30cc of thin yellow cloudy fluid full of particulate debris aspirated and sent for culture and cell count. Large pseudotumor with a large amount of fluid with floating particulate debris. The posterior capsule was completely gone. There was substantial necrotic muscle and capsular tissue. The back of the greater trochanter appeared white and avascular. The prior capsular repair was absent although the suture material remained. A large portion of the gluteus medius and minimus had necrosed and was no longer present. The necrosis extended down the lateral thigh involving the vastus lateralis. There was gross corrosion inside the head and on the trunnion. Additional necrotic tissue noted anteriorly and around the periphery of the shell. The back eighth of the shell was uncovered due to osteolysis. The femoral head and liner were exchanged. Attempts have been made and no further information has been provided.